Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the physician was unable to implant s1 lead due to patient's anatomy. Reportedly, the physician was not successful implanting l4 lead due to the inability to access the epidural space. As a result, the physician implanted the lead l5 which resolved the issue. Device information for lead is unknown at this time. Additional devices may be added at a later date based on available information.

Manufacturer narrative:
Patient information. Device product code (FDA product code classification). PMA/510(k) #. Evaluation codes.